Event description:
The 8 french pediatric split tip dialysis catheter made by medical components ¿ sl18p- has developed pin hole leaks on the venous side. This has occurred with another child as well. We have eliminated user error with clamping and also emphasized the user of non-betadine solution to cleanse the hub prior to use as the MFR has recommended. I am reporting this because we have had to replace this catheter in this child at least twice due to these pin holes developing. This occurred in another child earlier in the year as well. We have discussed this with the company and they plan to conduct their own quality analysis, however a weakness in the venous side of the catheter is very easily reproduced with little to no pressure on the outside of the silicone. This is not very reliable in the pediatric population. The lack of durability for the pediatric population is a concern since this requires the child to undergo a procedure that requires sedation to insert another catheter.